Event description:
In 2004 ,the patient was implanted with a vented electric left ventricular assist device (lvad). In 2004, it was reported by the transplant coordinator that the patient was at rest when the system controller alarmed, and the pump had stopped. At that time the staff had started hand pumping the patient, for approximately 10 minutes. After 10 minutes the pump re-started and system was functioning fine. The vad coordinator and surgeon arrived at hospital, and checked the device. They found that the percutaneous lead was locked into the system controller completely. They clicked the lead into place and the pump worked fine. After reviewing this incident it was found that the quick disconnect connector on the controller was positioned wrong/broken, at (90 degrees clock-wise). It was reported, that while the patient was asleep, patient had turned and leaned on their controller, and it had become disconnected. The quick disconnect connection was tightened. The vad coordinator found that the quick disconnect connector was in a wrong position (it spins, should be stationary), and the system controller was swapped out for a new controller. The vad coordinator was able to rotate the connector to 145 degrees. The patient remains on lvad support while awaiting a heart transplant.